Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 31. Details of surgery: implant surface not completely covered with bone and bone overheating. On (B)(6) 2023, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.